Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker replacement operation. During the procedure, the chronic right ventricular (rv) lead's insulation part was found physically damaged. The rv lead's anode sealing was removed when the lead was removed from the chronic pacemaker. The physician considered that the procedure could be the cause of the insulation damage but also considered the insulation damage could be due to the lead being implanted for nearly 10 years. There were no electrical anomalies noted during testing. The rv lead was reused and implanted with a new pacemaker. The patient was stable.